Event description:
Patient presented to the physician with stimulation lead body protruding from the skin. Physician prescribed antibiotics and brought the patient into the or two days later. Physician flushed the area with antibiotic fluid and reinserted the stimulation lead.

Event description:
Patient presented back to the physician with infection at chest and neck incisions. Physician brought the patient into the or and removed the system. This resolved the issue.